Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was intrinsic sphincter deficiency and stress urinary incontinence. The procedures performed was revision and mid-urethral sling with cystoscopy.